Event description:
The customer called and reported the insulin pump got wet and stopped working. Customer stated she took a syringe of insulin and began to vomit and went to the emergency room. Her blood glucose was 426 mg/dl. Customer was treated with fluids. Troubleshooting was performed with the insulin pump. It was stated there was fluid under the lcd display. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to download history and perform functional testing, due to blank display. The device was also received with minor scratches on the lcd window, a cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.